Event description:
It was reported that this lead was explanted due to infection. The patient outcome was reported as expected to fully recover. This lead was confirmed to be disposed of after the procedure. No device issues were reported. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was not returned for analysis since was explanted and disposed; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.